Event description:
It was reported that during routine inspection by the biomedical engineer, one of the output connectors on the external pulse generator (epg) was broken. The epg will be returned for repair and general inspection. No patient involvement indicated.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.